Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 380 mg/dl and was addressed with a corrective bolus via the pump. The customer stated that they will continue to use the pump until the replacement arrives.